Event description:
It was reported that, "patient" had a two-level procedure, l4-s1, conducted using depuy in 2006. Dr believes the blocker cross threaded on the screw interface." Dr was unaware of the cross threading at the time of implanting. He said this is not the first time had happened with stryker.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.